Event description:
Related manufacturer reference: 2030404-2018-00036, 9680001-2018-00047. During an ablation procedure, a temperature issue occurred and the procedure was cancelled. The cables and connections were checked, the catheter was replaced and the tactisys and generator were connected without the genconnect, with no resolution. The procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
The device met specifications during electrical testing and for temperature response. Additionally, the catheter met specifications during irrigation leak and occlusion testing. The analysis of the log files indicated no anomalies with the recorded temperatures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature issue remains unknown.